Event description:
It was reported that the endoeye flex deflectable videoscope had an e216 communication error. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see correction to d7a, and updates to h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the image sensor was found to be kinked at the light guide connector side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the kinking of the image sensor cable could have caused the output signal line to break or short out, resulting in the customer's reported event. It is likely that the image sensor cable was kinked by a strong, unexpected external stress, such as excessive twisting or bending. The root cause of the reportable malfunction, however, could not be specified. The event can be detected/prevented by handling the product in accordance with the following IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided by the customer.